Manufacturer narrative:
Evaluation summary: one cadd legacy pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition with some scratches on the screen. Review of the device data log had no related findings. Functional testing included use testing. The pump was powered on and cassette was attached to the pump. The pump did not emit any alarm. As a preventive measure downstream sensor was replaced. Based on evidence, the complaint was not confirmed. The root cause could not be identified.

Event description:
Information was received indicating that this ambulatory infusion pump is emitting double beep no cassette alarm. It was also reported that the pump's screen is damaged. No adverse effects were reported.